Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was reading inaccurately high readings compared to another meter. This complaint was classified using the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 2pm she obtained readings of ¿280mg/dl¿ on the lfs meter compared to ¿320mg/dl¿ on an embrace meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of(B)(4) when obtained within 20 minutes. The patient reported using self adjusting insulin to manage her diabetes. The patient reported 15-20 minutes after the alleged issue first occurred, she developed symptoms of ¿shakes, cold, sweating.¿ the patient reported having something to eat or drink as treatment on (B)(6) 2013 1 hour after the issue occurred. At the time of troubleshooting, the cca determined the test strips and test strips vial were in good condition. The patient was using the correct testing steps, and an approved sample site for testing. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014, and evaluated by product analysis (pa) on (B)(4) 2014, with the following findings: the meter passed testing and functioned properly. No faults were found. Retains were also ordered adn passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.